Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a breach in the sterile barrier.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: packaging wasn¿t sealed properly. Probable root cause: improper environmental conditions, shipping & handling, inadequate positioning of the device into the primary package. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a breach in the sterile barrier.